Event description:
It was reported that during a routine follow up visit, it was noted that this implantable cardioverter defibrillator (ICD) had triggered a battery depletion alert. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report contains correction in section d6b explant date.

Event description:
It was reported that during a routine follow up visit, it was noted that this implantable cardioverter defibrillator (ICD) had triggered a battery depletion alert. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that during a routine follow up visit, it was noted that this implantable cardioverter defibrillator (ICD) had triggered a battery depletion alert. Subsequently, this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
This report contains correction in section d6b explant date.